Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a blood back event. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. No further information has been provided. The devices, that were in that site, have been withdrawn due to end of rental. The device has been restored by a colleague. If information becomes available the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(type of investigation, investigation findings)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not functioning following a blood invasion event. No patient harm or adverse clinical impact was reported.